Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the severely tortuous mid sfa. During the attempt to release the stent, the trigger could not be pushed and the stent was only partially released. Eventually the handle was opened and then the stent could be released completely.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.